Event description:
The 8 mm drill broke during surgery and was retrieved.

Manufacturer narrative:
This event occurred outside of the u.s and involved a product that was manufactured outside of the u.s. However, because the link spiral drill also is marketed in the u.s, link is submitting this MDR to ensure full compliance with 21 cfr part 803.